Manufacturer narrative:
Device evaluated by MFR.: the device was not returned; therefore product analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2011-01125, 2134265-2011-01141. It was reported that during a rotational atherectomy procedure, a guide wire fracture and a vessel perforation occurred and post procedure the patient died. Despite the high risk to the patient, the patient and family opted for rotablator treatment. The target lesion was at a 90 degree angle and was located in a severely calcified proximal to mid left anterior descending (lad) artery. The proximal lad was successfully ablated with the 1.25mm rotalink burr. The physician then advanced the same burr to the mid lad and during the first ablation at 140,000rpms, the rotawire floppy guide wire fractured into two pieces and the burr became stuck in the lesion. The proximal section of the guide wire and the burr were removed as a unit from the patient. Angiography identified a perforation of the vessel. The physician did not attempt to remove the distal section of the guide wire from the patient. The perforation was successfully treated with an unspecified balloon catheter. The patient was stable and was transferred to recovery where she died. The cause of death is unknown.